Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. Customer's blood glucose was 39 mg/dl, 43 mg/dl, 547 mg/dl and 554 mg/dl. Customer stated issue was related to blood glucose not matching with sensor glucose. Troubleshooting was unknown during the time of event. Auto mode feature was unknown at the time of event. The insulin pump and reservoir will not be returned for analysis.